Event description:
It was reported that the customer had air bubbles up to an inch in length in the reservoir. No leaks were found. Customer stated they would have air bubbles by lunch time after changing the set in the morning, despite the insulin being kept at body temperature. Customer's blood glucose was 14.8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.